Manufacturer narrative:
Analysis of the device yielded a balloon catheter which exhibited crimp marks on both the balloon and the catheter shaft indicative of a properly crimped stent. All device features were present, located properly and met all required specifications. No inconsistencies were observed in the provided films and although it is not possible to see exactly what interfered with the placement of the icast it is possible that the stenosed bare metal stent may have been a contributing factor. A review of our quality records for this lot of material did not show any defects or abnormalities.

Event description:
Icast dislodged from the balloon in the renal artery. Right renal re-stenosis of bare metal stent predilated using 5x20 durado balloon placed icast 5x16x80. May have hung up on existing stent. Rewired and safely deployed. Icast had to be wired and inflated with a second balloon.